Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a narrowing of the flow lumen for an ovation ix aortic body stent graft. The patient returned for a routine 30 day follow up where narrowing of the flow lumen at the level of the sealing rings was observed. The patient had no symptoms at the time of the exam and had very good palpable pulses throughout. It was noted that the patient was originally scheduled for an afx2 case due to the irregular calcification in the proximal neck seal zone, however, the physician was unable to get access with a 17 fr sheath on either side. Patient currently being monitored, there has been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the reported narrowing of the flow lumen. The complaint is most likely anatomy related. The procedure related harms identified were type ii endoleak. The final patient status was not reported. The clinical assessment determined that there was evidence to reasonable suggest type ia endoleak occurred that were not included in the event as reported. The type ia was discovered on (B)(6) 2018 during review of the 1month post implant CT scan. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.